Event description:
It was reported that while hospitalized for non device related issues, the patient reported feeling unwell. Telemetry showed a rate variability on the pulse generator from 70-90 ppm. After reprogramming the device, the rate was stable at 80 ppm and the patient felt better. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.